Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was reaming the femur during a total hip and the hudson adaptor bent and produced a small crack. They opened another one to continue. Instrument needs to be replaced. Nothing fell into patient. No patient consequence and no surgical delay. One impacted, one needing replacement.

Manufacturer narrative:
Pc-(B)(4).examination of the returned device confirmed then reported cracking. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.